Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). The manufacturer received a call from the vad coordinator, reporting that the patient was in ICU with the pump intermittently stopping and starting. The patient had been discharged and then readmitted 6 mos later, for a cva that has since resolved and patient was being treated for a driveline infection. It was noticed by the nursing staff that the controller would alarm, but there were no visual alarms on the controller. The system monitor would blank out for a brief period of time and then the pump would stop pumping and immediately start back up. No alarm messages were noted on the screen. Prior to calling the manufacturer they had switched out controllers, power base unit (pbu) cables and checked all connections. When the vad coordinator spoke with the manufacturer, the pump was still intermittently stopping and starting back up every 3 to 4 minutes. The manufacturer had asked the vad coordinator to check the alarm screen. The alarm on the screen was a power limit advisory alarm. The patient is normally quite active with flows running 6.5 lpm with pump rates in the 80's. The manufacturer had asked the vad coordinator to check the vent filter and there was some black "dust" present inside the filter housing. It was recommended at this time to download waveforms, and then switch the patient to the pneumatic support, due to the frequency of the pump stopping. The vad coordinator did not wish to place the patient on pneumatic support. The vad coordinator called the surgeon and relayed the manufacturer's recommendation, and it was agreed that pneumatic support would be the best plan of action to support the patient for the night. The manufacturer talked the staff through switching the patient over to pneumatic support without incident and the patient tolerated the procedure well. Motor waveforms and a vent filter were requested for analysis. Also, the staff was instructed to vent the stroke volume limiter every 4 hours. The manufacturer also stressed that if pneumatic support could no longer support the patient, then a pump change out would or transplant would need to be performed. The vad coordinator said the surgeon was aware of this. The patient is on heparin and is a status 1a on the heart transplant list.